Event description:
Tip fell off from handle during surgery. Additionally, account stated the physician was doing a laparoscopic radical prostatectomy with pelvic lymph node dissection when the tip fell off in the pt and had to be retrieved.

Manufacturer narrative:
The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed and the cause of the failure could not be determined. If more info is learned, a follow-up report will be filed.